Event description:
Line was leaking and nnp was notified. Line noted to be broken near hub. Neonatologist attempted to remove line without success. Peds surgeon called and removed tip sutured to 1 antecubital site.